Manufacturer narrative:
Complaint conclusion: as reported, the balloon at the distal end of a 6/7f mynxgrip vascular closure device (vcd) could not be inflated and could not be used normally. There was no reported patient injury. The procedure was a lower limb treatment for lower limb arteriosclerosis. A non-cordis sheath was used. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile mynxgrip vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged with the black handle, while the stopcock was observed to be open, with a cordis mynx syringe detached from the unit. No catheter sheath introducer was returned for this evaluation. The sealant and advancer tube were both in their manufactured position. On the other hand, the sealant sleeve was also found in its manufactured position. The balloon showed no abnormal condition to be reported. No additional anomalies were observed during this visual analysis. An attempt to perform an inflation/deflation test was made; however, it could not be completed, as leakage was observed in the balloon during the inflation attempt. A high magnification microscopic evaluation was performed to assess the balloon surface. During this analysis, the presence of a pinhole was observed. The exact cause of the pinhole could not be determined based on the available evidence. However, this observation is consistent with cases where the damage may result from handling, procedural, or other non-manufacturing-related factors. The reported event of ¿balloon inflation difficulty¿ was unable to be tested on the returned device as a condition of ¿balloon balloon loss of pressure¿ was observed due to a pinhole found on the balloon surface. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Vessel characteristics, which was not reported, may have contributed to the reported event. As per the instructions for use (IFU), the safety and effectiveness of the mynx control has not been established in patients with small femoral arteries (less than 5mm), or patients with clinically significant peripheral vascular disease in the vicinity of the puncture according to the instructions for use, which is not intended as a mitigation of risk, ¿users are instructed not to use the device if the balloon does not maintain pressure.¿ the product analysis does not suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the balloon at the distal end of a 6/7f mynxgrip vascular closure device (vcd) could not be inflated and could not be used normally. There was no reported patient injury. The procedure was a lower limb treatment for lower limb arteriosclerosis. A non-cordis sheath was used. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device will not be returned for evaluation. Addendum: per pe findings, microscopic analysis revealed the presence of a pinhole on the balloon surface, which is consistent with the leakage observed during functional testing.